Event description:
Four incidents of the needle lock device cracking and leaking. Two peripheral IV sites were restarted as a result of the cracking. One pt's accucheck dropped but no treatment was required. No specific glucose are available.